Manufacturer narrative:
Corrected field : device available for evaluation. It was previously reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device had been returned; however the date of this return was not provided. This report has been updated to reflect the additional information.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The icp module 82-6828 was tested according to applicable procedure, and no product problem was identified. A review of manufacturing records was performed and it was found that the lot met specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as expected. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI - (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a directlink gave incorrect data after zeroing. User error suspected, but cannot be confirmed. The microsensor functioned as expected with another directlink device. Microsensor was removed and monitoring discontinued, it was no longer medically necessary, with no patient harm reported.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.